Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with multiple power failure alarms on their insulin pump that lead to a hospitalization. It was reported that the customer had four or five power errors that lead to the event. The customer's blood glucose level was reported to be 194.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error 25 that was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump passed all functional testing including the rewind, seating, basic conclusion, occlusion, force sensor and displacement test. The insulin pump had minor scratched lcd window and scratched case.